Event description:
Hcp reported catheter shear although previously "was repaired." The device was not returned to the MFR for analysis. A follow up report will be sent when additional info is received.